Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia., seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 the patient experienced feeling hot and was shaky, the patient took a fingerstick and the cgm was reading 13.0 mmol/l and the blood glucose reading was 26.0 mmol/l. The patient experienced a seizure after taking the fingerstick, and regained consciousness without any third-party intervention. When they felt better after this, they went to the emergency room accompanied by their partner. The patient could not recall if any treatment was done at the hospital. At the time of the report, which was 1 day after the day of the event, the patient was stable and okay but was still at the hospital. Although the patient reported being in and out of the hospital for a couple of days, the length of time spent in the accident and emergency (less than or more than 24 hours) is unknown. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.